Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The reporter didn't know specifically what was in the pump, but thought there was a total of 4 drugs two of which at one point were dilaudid and morphine. The indication for pump use was malignant pain. On (B)(6) 2016 it was reported that patient had not had any therapeutic relief since being implanted on (B)(6) 2016. The hcp (healthcare professional) had changed medications and increased medications, but the medication increases were causing issues. After the medications were increased the patient had been going downhill and felt worse. The oral oxycodone and oral oxycontin worked for the patient. She had been on fentanyl patches (up to 75 mcg) prior to being implanted until she started overdosing and they backed off from using the fentanyl. The reporter couldn't recall when this occurred. The patient didn't feel that the morphine was working for her pain at all and per the reporter, oral morphine pain pills had never done anything for the patient and she had extreme side effects from it (not being able to stay awake unless someone was talking to her or on the phone and was passing out). The patient had also experienced incontinence issues with the pump since implant. The patient had extreme pain in her back that she wasn't experiencing as much with oral pain pills. There was swelling where the pump pocket was. It hadn't gone down on the right side front because the patient had pre-existing tumors from her pre-existing cancer condition. Before the pump implant, the patient had radiation treatments and the doctors went up to 30 mg of oxycontin and oxycodone; told the patient to lay down to get treatment; used a nerve pain cream, tylenol and ibuprofen; and the patient was able to do the radiation for 5 days a week. Since implant, she had not been able to lie down. She slept upright in a chair and had fallen out of the chair. She basically had passed out and fallen out of the wheelchair and sleep chair 7 times since being implanted. She hit the floor hard and once the wheelchair came down on her. Whatever the patient tried to grab when she was falling and passing out came down on top of her (side table, etc). The hcp had taken the morphine out of the pump once and then put it back into the pump. The patient didn't feel that the hcp gave it long enough. On (B)(6) 2016, the patient was moaning because the area around the pump was so tender. She was rocking back and forth because she was in so much pain where the pump was located. The patient was scheduled for a CT scan but had to cancel because the pump didn't take care of her pain to allow her to lie down on the scan table. She saw her oncologist who wanted to have a CT scan and they were going to put her under with anesthesia. When the patient asked about the swelling with the pump, she was told it probably wouldn't go down. It had gotten worse. The patient stated "she is a pregnant balloon in front" and when she eats, she had no room. The pain was so bad with eating that she didn't want to eat and couldn't pass gas. Her lip and under her chin were numb on the left side since implant. The patient was eating, didn't have incontinence, etc. Before the pump implant. The patient also had swelling in her legs, ankles, and feet. The hcp increased the medication on (B)(6) 2016 and the patient didn't feel any better. She told the hcp that she didn't want to do this anymore. No diagnostics had been done. The reporter was requesting physician listings.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient reported worsening lower extremity edema on (B)(6) 2016. The patient was instructed to return to the clinic the following day for a pump refill to change the concentration of medications in effort to improve pain control and minimize side effects. The patient reported numbness in the groin on (B)(6) 2016. The patient then requested a decrease to prepare to explant secondary to intolerable side effects and inadequate pain control. The device was reprogrammed and lasix and potassium were administered on (B)(6) 2016. Following the decrease in rate (30%), the patient's pain was increased and the intrathecal dose was increased. The clinical diagnosis was intrathecal opioid withdrawal and medication side effects. The patient also reported incontinence, pain, edema, insomnia, and nightmares. The patient had been prescribed oral oxycodone, but the pharmacy did not have the medication in stock. However, she continued to report side effects at the time of the increase including lower extremity numbness and weakness. The patient reported sedation and weakness on (B)(6) 2016. On (B)(6) 2016 the patient reported being fearful to use the personal therapy manager (ptm) , as she though the side effects she was experiencing would worsen. The patient reported abdominal swelling, tightness, and pain on (B)(6) 2016 and urinary incontinence on (B)(6) 2016. The outcome of the event was unresolved at time of study exit/death/study closure. It was later reported the reason for exit was patient death. The primary cause of death was heart failure. The death was not related to the device or procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.